Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the mega suturecut needle driver instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during da vinci-assisted surgical procedure, mega suturecut needle driver instrument was found to have a broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no damage to the instruments was noted. This made it possible to exclude collisions caused by the instruments. The instruments were used as always and previously these problems did not exist. The instruments look good beforehand. The instruments break occurred during different procedures and different doctors. The problem is that during use a wire suddenly jumps, after which the instrument no longer works. Especially opening and closing does not work. No pieces broke off the instrument. Instruments have been returned, another one is coming with 5 lives left on it.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint regarding broken cable was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.